Event description:
Deflation of right breast implant, with ptosis, bilateral rippling and bottoming out of the implants, followed by bilateral removal and replacement with mcghan. Initial use of device.